Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed. Additional details have been requested but have not been provided yet.

Manufacturer narrative:
Although the catalog number is unknown, the inferior plate is subcomponent part number mb107k lot number unknown. The superior plate is subcomponent part number mb066k, lot number 5259770. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed at the c6-7 level. There was bony growth on both of the construct's end plates so the device was removed and fusion implants were installed.

Manufacturer narrative:
Additional information received on (B)(4) 2017 : reference and lot# have been given for superior plate and inferior plate. This new information allow to have the reference and lot# of the whole implant. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause of revision is unknown but believed not device malfunction related. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, another report will be sent. Note: device was directly sent by the reporter to the subcontractor for destructive test. But it is not expected that the result of this test will provide relevant additional information concerning the root cause (not event related). So no need to wait for this result to close the corresponding complaint. If conclusions of this test finally have an impact on the complaint, it will be reopened. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision. Initial surgery: (B)(6) 2016. A revision surgery was performed at the c6-7 level on (B)(6) 2017. There was bony growth on both of the construct's end plates so the device was removed and fusion implants were installed.